Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy pacemaker (crt-p) system due noise observed on the right atrial (ra) and right ventricular (rv) leads. Review of the presenting egm showed some ra oversensing. There was no impact to pacing. There was no evidence of rv oversensing, and it was noted that rv sensing was raised to 5 mv. Review of rv trend showed increasing threshold measurements as high as 2.2 v with trend 2.5v as the programmed output. Technical services (ts) reviewed troubleshooting options and programming considerations, including increasing rv output and raising the left ventricular (lv) sensing floor. However, it was noted that the lv lead was good and lv capture was confirmed. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.